Event description:
Originally reported as: pt turned blue and found cause due to mucus plug not vent. Vent alarmed as required. Additional info received: contact reports the pt turned blue white on ventilator. No alarms reported. Pt was removed from vent & hand bag ventilation was given. Contact reports that they then tried to suction and had difficulty passing a catheter. 911 was called and pt was transported to hosp. Dr is uncertain of exact sequence / circumstances and is requesting a download report from the ventilator. Possible allegations of vent malfunction causing pt harm. Was on ac power at time of event. Used in conjunction with humidifier.